Event description:
Two sion blue wires were used. The wire that was placed in the distal segment of the lad was left prolapsed for about 15 minutes. When pulling the wire back it encountered calcium in the proximal segment of the lad and the tip broke off. A stent was placed to trap the fragment.

Manufacturer narrative:
For #(B)(4), as the lot number was confirmed to be 240902a151 when the affected device was returned to aij after reporting to FDA, I would like to submit a follow-up report to correct the lot number, expiration date and UDI code.

Event description:
Two sion blue wires were used. The wire that was placed in the distal segment of the lad was left prolapsed for about 15 minutes. When pulling the wire back it encountered calcium in the proximal segment of the lad and the tip broke off. A stent was placed to trap the fragment.